Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The lot number has not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Event description:
The hospital reported that there was an issue with a hemopro2 extension cable.

Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11 the reported device is an OEM device, therefore, a lot of history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a